Event description:
During the device evaluation, the colonovideoscope exhibited a white foreign material inside the auxiliary jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, and h6. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the foreign material in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was presumed the foreign material may have been unremoved due to the device not being reprocessed properly by a leak from the biopsy channel. The event can be prevented by following the instructions for use which state: "IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.